Event description:
It was reported that this pacemaker had entered safety mode. Technical services (ts) was consulted and discussed safety mode settings. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker had entered safety mode. Technical services (ts) was consulted and discussed safety mode settings. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.